Event description:
A pt report experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 146mg/dl, 144mg/dl, 284mg/dl, 173mg/dl. Tests were done within <10 minutes with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.